Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08740 inches. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted and no motor position encoder error alarms are recorded in the alarm history file. The motor was tested outside the device and passed. Insulin pump was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, missing address/serial number label, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 382 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during rewind process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with a blood glucose of 592 mg/dl. Customer was disconnected from the insulin pump because of motor error alarm and was using manual injection for treatment. The customer was not wearing the insulin pump greater than 48 hours prior to hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.